Event description:
It is reported that pt experienced intolerable pain and an effusion in the right hip. Puncture was performed under ultrasound. Progression of the pain to the groin. Pt was revised.

Manufacturer narrative:
The MFR did not received devices or x-rays for review where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a correction action a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the national component authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Should product be returned for investigation or other additional info becomes available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).